Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens got stuck in the cartridge. No pt contact.

Manufacturer narrative:
Eval results - other: visual inspection of the returned prod showed that the optic was torn and a piece of a haptic was torn off and stuck inside a competitor's cartridge. Conclusion - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for data.